Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced hematoma. The patient lifted heavy objects and a blood vessel was ruptured thereby causing hematoma. A surgical procedure was performed to remove the hematoma. The physician noticed the infection inside the pocket. The pocket was cleaned and the bleeding was stopped. The patient was taking anti-coagulation medications due to the artificial valve which makes the bleeding difficult to stop. Additional information indicates the rv lead was explanted through laser extraction. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).